Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. During functional testing, the keypad issue was reproduced. During functional testing, it was noted that buttons 4,5,6,7,8,9,0 and "." Were doing double strikes. It was also noted that the language was unable to be changed or access advance mode. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the issue was unable to be determined; however, the cause was most likely due to a defective front panel. To resolve the issue, the front panel was replaced. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad (double press) issue between the keys 4-7, 5-8, and 6-9. This was observed during programming in the biomed service department. There was no patient involvement. No additional information is available.